Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. Pump failed the rewind test; due to pump error 43, due to corroded home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test; due to pump error 43. Verified pump alarmed, pump error 37, in pump's downloaded history on 04/01/2023 at 18:27:42.000. Due to corroded home switch pump failed self test, due to pump error 75 cause by corroded internal battery. Successfully downloaded history files and traces using thus. Pump was given to download technicians to be redownloaded in order to record pump error 75 and 43. However, pump alarmed critical pump error (open book image) alarm during the download process. Unable to perform sleep current measurement test, active current measurement test; due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted, during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, serial number label stained, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Critical pump error (open book image) alarm confirmed. Unable to download history files and traces confirmed. Pump error 43 and pump error 37 confirmed, due to corroded home switch. Pump error 75 confirmed, due to corroded internal battery. Pump exposed to moisture confirmed, at pcba 1, pcba 2, force sensor, motor, internal battery, harness assembly vibrator and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer reported pump fell in the bath tub. And then customer has not been able to start it. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. And the pump was returned for analysis.